Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 10/03/2015 with the following findings: the returned battery cap threads were damaged. The cap contact dimensions were found to be within specification. The battery cap was able to secure properly to the pump. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged battery cap and battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.